Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and barbed suture was used. During the procedure, the fixation tab of the suture was broken during continuous suturing. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).